Manufacturer narrative:
The response center assisted the customer to purchase and install the ibp option.

Event description:
The customer reported that the invasive blood pressure (ibp) option was not present in the device measurement selection. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.